Event description:
The patient was in surgery to repair a "diplermatic" tear. Two days post-op the patient experienced wound evisceration due to suture breakage. The patient was re-sutured with non-absorbable monofilament suture (surgipro). Approximately 11 days later the patient required re-suturing due to suture breakage. The patient was resutured with a non-absorbable braided suture (ticron). There were no additional complications.